Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2013 due to a lead fracture. The neurosurgeon stated that it was observed during the replacement surgery that the lead was frayed in two places which may have been contributing to high lead impedance diagnostic test results. The explanting facility discarded the explanted generator and lead; therefore, no analysis can be performed. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.